Event description:
During a coronary stenting treatment procedure in an 80% stenosis in an unknown coronary artery, balloon deflation difficulties were encountered post stent deployment. It was noted that the balloon was very difficult to inflate. After inflating the balloon one time to 10 atms, the physician was unable to deflate it. The balloon was inflated at least 4 minutes. Add'l info has been requested.